Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, while priming the indigo system aspiration tubing (tubing), the hospital staff noticed that the tubing would not aspirate and did not use the tubing in the procedure. The procedure was successfully completed using a new tubing.